Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and was unable to recover. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer failed and was unable to recover. The field service engineer (fse) found that drawers 1.1 and 1.2 were not detected on the bus via remote support. The fse ran the hardware test application and rebooted the system, after which the drawers were detected successfully. The customer confirmed that there were no further failures. The system functioned as intended after field service engineer troubleshot the device.